Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously positive total beta hcg (tbhcg) result generated by unicel dxi 800 access immunoassay analyzer for one patient's sample. The result was reported out of the laboratory, and questioned by the physician. Subsequent testing on the same and new samples produced results within the normal reference range, which better matched the patient's clinical presentation. The patient had samples redrawn twice in order to verify the results.

Manufacturer narrative:
The samples were collected in 13 x 100 mm serum tubes with a gel separator. Qc was within the established ranges. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A clear root cause for the event has not been determined to date.